Event description:
When using the epicor during a maze procedure, the temperature sensor alarm notified staff that zones 5 & 6 were not sensing. Staff proceeded with the procedure by skipping the zones and then going back and doing a specialized zone ablation. The procedure time was extended, but there was no harm to the patient. Manufacturer response (as per reporter) for cardiac ablation system, ultracinch lpmanufacturer provided rga# for product return evaluation.